Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the procedure was performed to treat a de novo lesion with mild tortuosity and mild calcification in the distal right coronary artery (rca). The patient presented with angina. Pre-dilatation was performed using a 2.0 x 10 mm semi-compliant balloon. A 2.75 x 33 mm xience xpedition was advanced through radial approach and the stent deployed at 16 atmospheres. Fluoroscopy showed a dissection at the distal end of the stent implant. Another xience xpedition was used to cover the dissection. No additional information was provided.